Manufacturer narrative:
The customer used 13 mm. Diameter tubes without adapters required for 13 mm. Diameter tubes. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the analyzer mixer, replaced a pinch valve assembly, and replaced pinch tubing. The mixer was adjusted.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys psa total on a cobas e411 disk. The customer also noted there were issues with quality control recovery. No questionable results were reported outside of the laboratory. The sample initially resulted in a total psa value of greater than 100 ng/ml with a data flag. The sample was repeated three additional times, resulting in total psa values of 82.24 ng/ml, 0.175 ng/ml, and 99.86 ng/ml.